Manufacturer narrative:
Nca number: (B)(4). Follow up received on 24-oct-2016 from consumer: on (B)(6) 2010 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. These complaints led to patient being hospitalized several times in 2014. When eventually it appeared that the essure caused these complaints, patient had an emergency surgery in (B)(6) 2014 and patient's uterus and oviducts, including the xenobiotic material of the essure were removed. Because of the complaints patient was being impeded in her normal daily functioning and patient is suffering from injury. Patient was still having specialist treatment. The consumer holds bayer liable for the damage caused. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed 42 cases. Device breakage. The analysis in the global safety database revealed 1418 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report is a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented abdominal lower pain and menorrhagia. Novasure was performed (4 years after essure insertion) and following the procedure, her cervix, uterus and oviducts were painful and abdomen was swollen. Then, her stomach and intestine stopped working and she was hospitalized. Shortly after discharge patient came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Four years after essure insertion, an emergency surgery was performed and the oviducts, uterus and cervix were removed. The physician found inflamed oviducts, filled with pus (seen as salpingitis). The gastric and intestinal disorders including the oesophageal ulcer are not anticipated; while salpingitis is anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (including salpingitis), occur when microorganisms ascend from the lower genital tract, infecting the fallopian tubes. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, novasure procedure could also have contributed for the bacterial ascension. Therefore, causality with essure use cannot be totally excluded. In regards of the gastrointestinal events, due to pathophysiology of events and essure local action in fallopian tubes, causal relationship between them and essure use is assessed as unrelated. Since a surgery was required, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be requested.

Manufacturer narrative:
A safety-quality evaluation was received on 25-aug-2016. Ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-aug-2016 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed (B)(4) cases. Device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented abdominal lower pain and menorrhagia. Novasure was performed (4 years after essure insertion) and following the procedure, her cervix, uterus and oviducts were painful and abdomen was swollen. Then, her stomach and intestine stopped working and she was hospitalized. Shortly after discharge patient came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Eventually, an emergency surgery was performed in unspecified date and the oviducts, uterus and cervix were removed. The physician found very inflamed oviducts, filled with pus (seen as salpingitis). The gastric and intestinal disorders including the oesophageal ulcer are unlisted; while salpingitis is listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (including salpingitis), occur when microorganisms ascend from the lower genital tract, infecting the fallopian tubes. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the novasure procedure could also had contributed for the bacterial ascension. However, considering the onset date of infection was not clear, causality with essure use cannot be totally excluded. In regards of the gastrointestinal events, causal relationship between them and essure use is very unlikely due to pathophysiology of events and essure local action in fallopian tubes. Since a surgery was required, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be requested.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed oviducts filled with pus'), device breakage ('splintered essure particles / possibly as a result of splintered essure particles that broke off at the novasure treatment'), menorrhagia ('severe menstrual bleedings'), gastrointestinal disorder ('problems with stomach and intestines, intestine stopped working') and oesophageal ulcer ('esophageal ulcers') in a female patient who had essure (batch no. 675111) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal distension, abdominal pain lower, adnexa uteri pain, uterine cervical pain, uterine pain and bacterial infection, device breakage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), oesophageal ulcer (seriousness criterion medically significant), uterine cyst ("cysts") and adnexa uteri pain ("oviduct painful / could not walk for a day because of the pain"). The patient was treated with antibiotics and surgery (novasure endometrial ablation in (B)(6) 2014 and total hysterectomy, salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the salpingitis, device breakage, menorrhagia, gastrointestinal disorder, oesophageal ulcer, uterine cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, gastrointestinal disorder, menorrhagia, oesophageal ulcer, salpingitis and uterine cyst to be related to essure. The reporter commented: after insertion consumer had the following complaints: pain in lower abdomen/oviducts, severe menstrual bleedings. On advice of the gynecologist a novasure treatment followed in (B)(6) 2014 to have the bleeding stopped. After this treatment consumer had the following complaints: cervix, uterus and oviducts were painful and abdomen was swollen. There was a case of a bacterial infection and a lot of antibiotic treatments followed. Because abdomen became more swollen there were problems with her stomach and intestines and she could barely walk anymore. She knew for sure she was allergic to nickel, she was only informed that essure contains titanium. In (B)(6) 2014 stomach and intestines stopped working and she ended up at the department internal medicine. Several examinations followed. Shortly after discharge consumer came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Again several examinations followed whereby eventually the gastroenterologist physician believed her story and had a scan made wheren activity around her uterus and oviducts was seen. Consumer was referred to gynecologist, but gynecologist indicated there were no gynecological problems. Eventually consumer came at another gynecologist. He performed an emergency surgery and removed the oviducts, uterus and cervix. Gynecologist found very inflamed oviducts, filled with pus. Also she had cysts because of the combination of essure and novasure treatment. After around 1.5 years revalidation consumer is now almost working fulltime again, but not finished with physicians by far yet. She mentioned she would need to go back to the gynecologist because the oviducts were painful (possibly as a result of splintered essure particles that broke off at the novasure treatment). Last week patient could not walk for a day because of the pain. A new surgery was not excluded. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. Essure implantation date was specified. Event device breakage was considered a serious incident and malfunction. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed oviducts filled with pus'), device breakage ('splintered essure particles / possibly as a result of splintered essure particles that broke off at the novasure treatment'), menorrhagia ('severe menstrual bleedings'), gastrointestinal disorder ('problems with stomach and intestines, intestine stopped working') and oesophageal ulcer ('esophageal ulcers') in a female patient who had essure (batch no. 675111) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal distension, abdominal pain lower, adnexa uteri pain, uterine cervical pain, uterine pain and bacterial infection, device breakage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), oesophageal ulcer (seriousness criterion medically significant), uterine cyst ("cysts") and adnexa uteri pain ("oviduct painful / could not walk for a day because of the pain"). The patient was treated with antibiotics and surgery (novasure endometrial ablation in (B)(6) 2014 and total hysterectomy, salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the salpingitis, device breakage, menorrhagia, gastrointestinal disorder, oesophageal ulcer, uterine cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, gastrointestinal disorder, menorrhagia, oesophageal ulcer, salpingitis and uterine cyst to be related to essure. No further causality assessment were provided for the product. The reporter commented: after insertion consumer had the following complaints: pain in lower abdomen/oviducts, severe menstrual bleedings. On advice of the gynecologist a novasure treatment followed in (B)(6) 2014 to have the bleeding stopped. After this treatment consumer had the following complaints: cervix, uterus and oviducts were painful and abdomen was swollen. There was a case of a bacterial infection and a lot of antibiotic treatments followed. Because abdomen became more swollen there were problems with her stomach and intestines and she could barely walk anymore. She knew for sure she was allergic to nickel, she was only informed that essure contains titanium. In (B)(6) 2014 stomach and intestines stopped working and she ended up at the department internal medicine. Several examinations followed. Shortly after discharge consumer came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Again several examinations followed whereby eventually the gastroenterologist physician believed her story and had a scan made where activity around her uterus and oviducts was seen. Consumer was referred to gynecologist, but gynecologist indicated there were no gynecological problems. Eventually consumer came at another gynecologist. He performed an emergency surgery and removed the oviducts, uterus and cervix. Gynecologist found very inflamed oviducts, filled with pus. Also she had cysts because of the combination of essure and novasure treatment. After around 1.5 years revalidation consumer is now almost working fulltime again, but not finished with physicians by far yet. She mentioned she would need to go back to the gynecologist because the oviducts were painful (possibly as a result of splintered essure particles that broke off at the novasure treatment). Last week patient could not walk for a day because of the pain. A new surgery was not excluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (B)(6) on 04-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010. After insertion consumer had the following complaints: pain in lower abdomen/oviducts, severe menstrual bleedings. On advice of the gynecologist a novasure treatment followed in (B)(6) 2014 to have the bleeding stopped. After this treatment consumer had the following complaints: cervix, uterus and oviducts were painful and abdomen was swollen. There was a case of a bacterial infection and a lot of antibiotic treatments followed. Because abdomen became more swollen there were problems with her stomach and intestines and she could barely walk anymore. She knew for sure she was allergic to nickel, she was only informed that essure contains titanium. In (B)(6) 2014 stomach and intestines stopped working and she ended up at the department internal medicine. Several examinations followed. Shortly after discharge consumer came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Again several examinations followed whereby eventually the gastroenterologist physician believed her story and had a scan made wheren activity around her uterus and oviducts was seen. Consumer was referred to gynecologist, but gynecologist indicated there were no gynecological problems. Eventually consumer came at another gynecologist. He performed an emergency surgery and removed the oviducts, uterus and cervix. Gynecologist found very inflamed oviducts, filled with pus. Also she had cysts because of the combination of essure and novasure treatment. After around 1.5 years revalidation consumer is now almost working fulltime again, but not finished with physicians by far yet. She mentioned she would need to go back to the gynecologist because the oviducts were painful (possibly as a result of splintered essure particles that broke off at the novasure treatment). Last week patient could not walk for a day because of the pain. A new surgery was not excluded. Company causality comment: this case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented abdominal lower pain and menorrhagia. Novasure was performed (4 years after essure insertion) and following the procedure, her cervix, uterus and oviducts were painful and abdomen was swollen. Then, her stomach and intestine stopped working and she was hospitalized. Shortly after discharge patient came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Eventually, an emergency surgery was performed in unspecified date and the oviducts, uterus and cervix were removed. The physician found very inflamed oviducts, filled with pus (seen as salpingitis). The gastric and intestinal disorders including the oesophageal ulcer are unlisted; while salpingitis is listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (including salpingitis), occur when microorganisms ascend from the lower genital tract, infecting the fallopian tubes. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the novasure procedure could also had contributed for the bacterial ascension. However, considering the onset date of infection was not clear, causality with essure use cannot be totally excluded. In regards of the gastrointestinal events, causal relationship between them and essure use is very unlikely due to pathophysiology of events and essure local action in fallopian tubes. Since a surgery was required, this case is regarded as incident. No further information could be requested.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflamed oviducts filled with pus'), device breakage ('splintered essure particles / possibly as a result of splintered essure particles that broke off at the novasure treatment'), heavy menstrual bleeding ('severe menstrual bleedings'), gastrointestinal disorder ('problems with stomach and intestines, intestine stopped working') and oesophageal ulcer ('esophageal ulcers') in a female patient who had essure (batch no. 675111) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal distension, abdominal pain lower, adnexa uteri pain, uterine cervical pain, uterine pain and bacterial infection, device breakage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), oesophageal ulcer (seriousness criterion medically significant), uterine cyst ("cysts") and adnexa uteri pain ("oviduct painful / could not walk for a day because of the pain"). The patient was treated with antibiotics and surgery (novasure endometrial ablation in (B)(6) 2014 and total hysterectomy, salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the salpingitis, device breakage, heavy menstrual bleeding, gastrointestinal disorder, oesophageal ulcer, uterine cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, gastrointestinal disorder, heavy menstrual bleeding, oesophageal ulcer, salpingitis and uterine cyst to be related to essure. The reporter commented: after insertion consumer had the following complaints: pain in lower abdomen/oviducts, severe menstrual bleedings. On advice of the gynecologist a novasure treatment followed in (B)(6) 2014 to have the bleeding stopped. After this treatment consumer had the following complaints: cervix, uterus and oviducts were painful and abdomen was swollen. There was a case of a bacterial infection and a lot of antibiotic treatments followed. Because abdomen became more swollen there were problems with her stomach and intestines and she could barely walk anymore. She knew for sure she was allergic to nickel, she was only informed that essure contains titanium. In (B)(6) 2014 stomach and intestines stopped working and she ended up at the department internal medicine. Several examinations followed. Shortly after discharge consumer came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Again several examinations followed whereby eventually the gastroenterologist physician believed her story and had a scan made where an activity around her uterus and oviducts was seen. Consumer was referred to gynecologist, but gynecologist indicated there were no gynecological problems. Eventually consumer came at another gynecologist. He performed an emergency surgery and removed the oviducts, uterus and cervix. Gynecologist found very inflamed oviducts, filled with pus. Also she had cysts because of the combination of essure and novasure treatment. After around 1.5 years revalidation consumer is now almost working fulltime again, but not finished with physicians by far yet. She mentioned she would need to go back to the gynecologist because the oviducts were painful (possibly as a result of splintered essure particles that broke off at the novasure treatment). Last week patient could not walk for a day because of the pain. A new surgery was not excluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: the patient´s initials and demographic data were updated. Update to imdrf/FDA codes. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('at removal surgery, inflamed oviducts filled with pus were found'), device breakage ('splintered essure particles / possibly as a result of splintered essure particles that broke off at the novasure treatment'), heavy menstrual bleeding ('severe menstrual bleedings'), gastrointestinal disorder ('problems with stomach and intestines, intestine stopped working') and oesophageal ulcer ('esophageal ulcers') in a female patient who had essure (batch no. 675111) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal distension, adnexa uteri pain, uterine cervical pain, uterine pain and bacterial infection, device breakage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), uterine cyst ("cysts"), adnexa uteri pain ("after removal, oviduct painful / could not walk for a day because of the pain") and oesophageal ulcer (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (novasure endometrial ablation in (B)(6) 2014 and total hysterectomy, salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the salpingitis, device breakage, heavy menstrual bleeding, uterine cyst, adnexa uteri pain, gastrointestinal disorder and oesophageal ulcer outcome was unknown. The reporter considered adnexa uteri pain, device breakage, gastrointestinal disorder, heavy menstrual bleeding, oesophageal ulcer, salpingitis and uterine cyst to be related to essure. The reporter commented: after insertion the consumer had the following complaints: pain in lower abdomen/oviducts, severe menstrual bleedings. On advice of the gynecologist a novasure treatment followed in (B)(6) 2014 to have the bleeding stopped. After this treatment the consumer had the following complaints: cervix, uterus and oviducts were painful and abdomen was swollen. There was a case of a bacterial infection and a lot of antibiotic treatments followed. Because abdomen became more swollen there were problems with her stomach and intestines and she could barely walk anymore. She knew for sure she was allergic to nickel, she was only informed that essure contains titanium. In (B)(6) 2014 stomach and intestines stopped working and she ended up at the department of internal medicine. Several examinations followed. Shortly after discharge consumer came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Again several examinations followed whereby eventually the gastroenterologist believed her story and had a scan made, activity around her uterus and oviducts was seen. The consumer was referred to gynecologist, but gynecologist indicated there were no gynecological problems. Eventually the consumer came to another gynecologist. He performed an emergency surgery and removed the oviducts, uterus and cervix. Gynecologist found very inflamed oviducts, filled with pus. Also she had cysts because of the combination of essure and novasure treatment. After around 1.5 years revalidation the consumer is now almost working full-time again, but has not yet finished with physicians by far. She would need to go back to the gynecologist because the oviducts were painful (possibly as a result of splintered essure particles that broke off at the novasure treatment). Last week patient could not walk for a day because of the pain. A new surgery was not excluded. Lot number: 675111, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint (ptc) we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('at removal surgery, inflamed oviducts filled with pus were found'), device breakage ('splintered essure particles / possibly as a result of splintered essure particles that broke off at the novasure treatment'), heavy menstrual bleeding ('severe menstrual bleedings'), gastrointestinal disorder ('problems with stomach and intestines, intestine stopped working') and oesophageal ulcer ('esophageal ulcers') in a female patient who had essure (batch no. 675111) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal distension, adnexa uteri pain, uterine cervical pain, uterine pain and bacterial infection, device breakage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), uterine cyst ("cysts"), adnexa uteri pain ("after removal, oviduct painful / could not walk for a day because of the pain") and oesophageal ulcer (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (novasure endometrial ablation in (B)(6) 2014 and total hysterectomy, salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the salpingitis, device breakage, heavy menstrual bleeding, uterine cyst, adnexa uteri pain, gastrointestinal disorder and oesophageal ulcer outcome was unknown. The reporter considered adnexa uteri pain, device breakage, gastrointestinal disorder, heavy menstrual bleeding, oesophageal ulcer, salpingitis and uterine cyst to be related to essure. No further causality assessment were provided for the product. The reporter commented: after insertion the consumer had the following complaints: pain in lower abdomen/oviducts, severe menstrual bleedings. On advice of the gynecologist a novasure treatment followed in (B)(6) 2014 to have the bleeding stopped. After this treatment the consumer had the following complaints: cervix, uterus and oviducts were painful and abdomen was swollen. There was a case of a bacterial infection and a lot of antibiotic treatments followed. Because abdomen became more swollen there were problems with her stomach and intestines and she could barely walk anymore. She knew for sure she was allergic to nickel, she was only informed that essure contains titanium. In (B)(6) 2014 stomach and intestines stopped working and she ended up at the department of internal medicine. Several examinations followed. Shortly after discharge consumer came at a gastroenterologist department, where she was given a gastric tube (and as a consequence of that also esophageal ulcers). Again several examinations followed whereby eventually the gastroenterologist believed her story and had a scan made, activity around her uterus and oviducts was seen. The consumer was referred to gynecologist, but gynecologist indicated there were no gynecological problems. Eventually the consumer came to another gynecologist. He performed an emergency surgery and removed the oviducts, uterus and cervix. Gynecologist found very inflamed oviducts, filled with pus. Also she had cysts because of the combination of essure and novasure treatment. After around 1.5 years revalidation the consumer is now almost working full-time again, but has not yet finished with physicians by far. She would need to go back to the gynecologist because the oviducts were painful (possibly as a result of splintered essure particles that broke off at the novasure treatment). Last week patient could not walk for a day because of the pain. A new surgery was not excluded. Lot number: 675111 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.